Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multi-gas unit gave a "gas device error" message. They replaced the water traps and the power cable, which did not resolve the issue. The issue was found while in use with a patient; however, no patient harm or injuries were reported. Investigation summary: the issue was duplicated during evaluation. The cause of the issue was determined to be failure of the sensor unit. No further investigation is required. Nk will continue to monitor and trend similar complaints. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 05/28/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 06/05/2025 emailed the bme for all information in the ni list above: the bme replied that none of the requested information can be provided.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit gave a "gas device error" message. They replaced the water traps and the power cable, which did not resolve the issue. The issue was found while in use with a patient; however, no patient harm or injuries were reported.